Event description:
It was reported that approx 3 weeks following implantation of a coronary drug eluting stent, the pt returned with thrombosis. Pt was treated with balloon dilatation and discharged on plavix and aspirin. No add'l info is available at this time.